Event description:
Following a thoracic/lumbar spine exam under anesthesia, the patient was transferred to the recovery room where the monitoring nurse reportedly noticed what appeared to be "hives" on the patient's skin. Upon evaluation by the nurse and referring physician, it was determined that the patient had received burns from the EKG wire that was touching the patient's skin and ran along side of the bore to the monitoring system. The mr technician stated that she saw images of the affected area approximately six days after the incident, and the injury appeared to be a second/third degree burn. There were reportedly three areas of blisters with the largest being approximately the size of a quarter, 24.26 mm (0.955 in). The skin appeared black and was draining. The patient was reportedly treated with topical ointment under care of the referring physician. The exam consisted of 7 scans in the thoracic region and 11 in the lumbar region. The exam lasted approximately 2 hours. The site indicated that the patient had been placed into the bore headfirst and pads were used between the patient and the bore, and to prevent skin-to-skin contact. EKG pads were also placed on the patient for monitoring under anesthesia. The pulse sequence used for the exam was fse.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.